Event description:
It was reported that the shock impedance on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had increased. The shock impedance was still within the normal range. Additional review of the device data found that the right atrial (ra) lead had exhibited a few low out-of-range impedance measurements of less than 200 ohms. This product remains in service. No adverse patient effects were reported.